Event description:
Customer states that the pump upgraded to v2.01 will not retain the loading dose set after the program had been confirmed and the pump is turned off and on again. The program set remains but the loading dose disappears. The customer tested this with other pumps having version 6r9d and the loading dose value is retained after the pump is turned off and on again.

Manufacturer narrative:
Device was not returned.